Event description:
It was reported that this device and this lead were part of a system revision due to infection on (B)(6) 2019. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).